Event description:
The manufacturer received information alleging death of the patient and patient's wife wanted to return the replacement device back as it was no longer needed. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.